Manufacturer narrative:
Device evaluated by MFR.: the epic stent delivery system (sds) was received in the lumen of an unknown introducer sheath. There was blood on the outer surface of the device. The distal tip of the introducer sheath was damaged. The distal row of the stent was protruding from the introducer sheath with the remainder of the stent inside the introducer sheath, as-received. There was no damage noted to the handle. There were numerous inner shaft kinks. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that stent unable to deploy occurred. The target lesion was located in the iliac. A 10x60x75 epic¿ vascular stent was selected to treat the target lesion but the stent would not open. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent inadvertent deployment.